Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the multiple ventricular perforations were attributed to manipulation of the amplatz extra stiff wire during the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report #: 2015691-2016-00569.

Event description:
During a transfemoral tavr procedure, the guide wire perforated the patient&#38112;ventricle. The patient expired. The death was due to complications from the cardiac tamponade secondary to the wire perforation. When the 23mm sapien3 valve was being deployed, the patient the patient began to de-compensate. The valve was deployed 70:30. However, the patient's pressure did not recover. CPR was started and echo confirmed a cardiac tamponade. Emergency cardiopulmonary bypass was initiated. The chest was opened. It was confirmed by the surgeon that the patient's ventricle had 3 separate perforations in the posterior wall. It was also confirmed that there was no rupture in the annulus. The surgeon indicated that the patients ventricle was "falling apart" as he attempted to suture. The multiple ventricular perforations were attributed to the amplatz extra stiff wire. Analysis of the curve on the wire demonstrated a standard procedural curve that incorporated the distal 30cm + of the wire so as to not kink at the transition of the wire. Although the edwards device was on the wire when the patient decompensated, the physician indicated that the perforations likely happened when they were attempting to reposition the wire. At that time, it was a diagnostic catheter and a wire combination. This is one of two reports being submitted for this case.